Event description:
It was reported that, this right ventricular (rv) lead exhibited oversensing leading into pacing inhibition with a 4 second asystole. It was noted that the patient had recent ablation. Technical services (ts) recommended to evaluate a lead for lead issue or dislodge back near tricuspid valve, isometrics and pocket manipulations and to consider xray for lead position. This rv lead remains in service. No adverse patient effects were reported.